Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported through the implant patient registry, approximately 2 years and 7 months after tavr, the 23mm sapien xt valve was explanted and replaced with a 27mm inspiris resilia surgical valve. The reason for the explant is unknown at this time. The 23mm sapien xt valve had been implanted within a 23mm magna pericardial valve in aortic position. One day post valve-in-valve tavr procedure, moderate regurgitation was observed on echo. It was not reported if the regurgitation was central or paravalvular. 4 months later the valve was reported to have a moderate leak. The physician did not think that post dilating the valve would be beneficial and was considering placing a vascular plug, but no final decision was made at that time.

Manufacturer narrative:
UDI:(B)(4) additional information received showed that approximately 2 years and 7 months after tavr, the 23mm sapien xt valve was explanted and replaced with a surgical valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the increasing pvl is unknown as information was requested but not forthcoming.  However the pvl may be related to patient/procedural factors not provided and/or the mechanisms described above.     The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.